Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown tibia x nail/unknown lot number. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. A 510k#: unknown. No lot number was provided, without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that a patient had an original surgery on unknown date for the treatment of a tibia fracture and was implanted with one (1) tibia x nail and three (3) 3.5mm locking screws. On an unknown date post-operatively, the patient presented with a malunion. The patient was brought back to the operating room on (B)(6) 2017 and the surgeon removed all implants intact. It was reported that the surgeon may possibly implant allograph product in the near future to address the malunion. There were no fragments generated during implant removal. It was reported that the surgery was completed successfully and the patient was in stable condition. There was a three minute delay reported during the procedure due to a worn and cracked extraction screw instrument which is being addressed in related complaint (B)(4). This complaint is for two devices. Concomitant device: extraction screw for ti femoral and tibial nails (part #357.133, lot #1438569, quantity 1). This report is 1 of 2 for (B)(4).